Event description:
It was reported that the display is scrambled. There was no patient incident reported, and the customer does not know if it will engage in monitoring. Additional information received by the customer indicated that there was a display, but it was difficult to read. There was pixilation. It was hard to see. It appeared that there were no number displayed. The display was dim. There was an audible alarm. No patient involvement.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. When the investigation is complete a follow up report will be submitted. No patient involvement.